Event description:
It was reported that during deployment of a vena cava filter, the last two legs of the filter became caught at the end of the sheath. The dilator was used to push the filter out of the sheath in order to complete the deployment; however, the filter became tilted and the filter legs become crossed. The filter was retrieved and another filter was deployed without incident. There was no reported pt injury.

Manufacturer narrative:
The device history records have been received with specials attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned. Images were provided. Based upon the image review, the complaint investigation is confirmed for filter tilt and failure to fully expand; however the investigation is inconclusive for the reported deployment issues. Based upon the available information, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event.